Manufacturer narrative:
(B)(6). Concomitant medical products: sheath introducer (6fr parent, medikit) and a guidewire (chevalier floppy, fmd). A saber 4mm x 4cm 155cm balloon catheter (bc) ruptured at 6 atm (six atmospheres). The balloon was replaced with another balloon (3 x 4 saber pta bc), and inflated up to 15 atm and the procedure was completed successfully. There was no reported patient injury. A contralateral approach was made with a 6f non cordis sheath introducer and a non cordis guidewire. A saber pta was delivered to the lesion and inflated. The target lesion was the left superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 90%. Additional information received: there was not any difficulty removing the product from the hoop. There was not any difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. It maintained negative pressure). The brand of the inflation device was encore. The balloon was removed intact (in one piece) from the patient. The following information was requested but reported to be unknown: it is unknown what contrast media was used. It is unknown what the contrast to saline ratio was. It is unknown if the same inflation device was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the catheter through the vessel. It is unknown if there was there difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally. It is unknown what the maximum inflation pressure was. It is unknown if the balloon catheter was easily removed from the vessel, the sheath, the rotating hemostatic valve, the guidewire, and the guide catheter. The product was not returned for analysis. A device history record (DHR) review of lot 17414854 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 90% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a saber 4mm 4cm 155 ruptured at 6 atm. The balloon was replaced with another balloon (3*4 saber pta), and inflated up to 15 atm and the procedure was completed successfully. There was no reported patient injury. A contralateral approach was made with a 6f non cordis sheath introducer and a non cordis guidewire. A saber pta was delivered to the lesion and inflated. The target lesion was the left superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 90%. The product was clinically used and will not be returned for analysis. Additional information received:there was not any difficulty removing the product from the hoop. There was not any difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. It maintained negative pressure). The brand of the inflation device was encore. The balloon was removed intact (in one piece) from the patient. The following information was requested but reported to be unknown: it is unknown what contrast media was used. It is unknown what the contrast to saline ratio was. It is unknown if the same inflation device was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there was any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the catheter through the vessel. It is unknown if there was there difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally. It is unknown what the maximum inflation pressure was. It is unknown if the balloon catheter was easily removed from the vessel, the sheath, the rotating hemostatic valve, the guidewire, and the guide catheter. It is unknown if there is a procedural cd available for review.